Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, carrier tube assembly mated with hemostasis sheath, suture along with the tamper tube and the polyfoil pouch. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. The suture appeared to be detached from the hub of the device. The proximal end of the suture appeared to be normal, and the distal end appeared to be cut. The hub of the carrier tube assembly was opened, and it was confirmed that the suture was detached from the hub. The tensioner plug that holds the suture was in proper orientation and no other anomalies were found with the device. The complaint can be confirmed for the failure of suture detachment during deployment of the device. The likely root cause for this issue could be that the suture was not properly trapped by the tensioner plug. Pulling back the device was also known to cause detachment of the suture; however, no conclusions can be made for this case. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a coronary angiography at the hospital the operator experienced an angio-seal device where the suture snapped and broke at the hub. It was possible for the operator to catch the snapped suture and hold it while he managed to obtain hemostasis and push the compactor tube down to tie the knot of the angio-seal firmly. The patient was stable and did not suffer any harm and was discharged as intended.additional information was received on 10sept2021. A 6fr procedural sheath was used. The patient was atherosclerotic, and some resistance was felt when inserting the guide wire. Hemostasis was easily obtained with the angio-seal device.